Event description:
A customer reported that results from a single patient sample obtained from a vitros 950 chemistry system were associated with the incorrect patient name and scheduled tests. The event was detected prior to the sample results being reported from the laboratory. The event could lead to erroneous results as results would be associated with the incorrect patient. The erroneous results could potentially lead to inappropriate physician action if not detected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that results for a single patient sample were associated with the incorrect patient name and scheduled tests. The root cause of the event is unknown. The investigation is on-going. To date, the OEM laboratory information system and the vitros 950 analyzer cannot be ruled out as possible contributing factors.